Manufacturer narrative:
Additional information was received that the patient was reportedly doing well following the procedure. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that following a car accident, the patient was not receiving adequate stimulation to his target areas. The bsn sales representative met with the patient for reprogramming, but the issue was not resolved. The bsn sales representative discovered that only 4 of 16 contacts were working on the patient's left lead. The patient underwent a revision during which the physician replaced the patient's leads.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2138-50 (B)(4) description: linear lead, 50 cm with pre-loaded 0.012 inch stylet the explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that following a car accident, the patient was not receiving adequate stimulation to his target areas. The bsn sales representative met with the patient for reprogramming, but the issue was not resolved. The bsn sales representative discovered that only 4 of 16 contacts were working on the patient's left lead. The patient underwent a revision during which the physician replaced the patient's leads.